Manufacturer narrative:
Continuation of medical devices: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3550-29, lot# n265483, implanted: (B)(6) 2011, product type accessory. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 13-apr-2013, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 17-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported the patient experienced "shocks going into the muscles" instead of the target back pain area "immediately after" they implanted the first spinal cord stimulator (scs) system. The patient states he never received pain relief from the first scs system. The patient stated he told the healthcare provider (hcp) about the issue, but they told the patient that they would not perform a surgical revision to determine what was wrong. When a second (peripheral) scs system was implanted, the new hcp found that the leads/wires had their "covering stripped off", which had been causing the shocking sensation. The first scs system was just turned off at that time. The system was later explanted but the patient did not know when it occurred. The patient confirmed that there were lead segments from the first system that were left implanted. No further complications were reported/anticipated. Omitted information related to (B)(4)¿ second ins/ no relief and explant.